Event description:
Programming history for the generator was reviewed on 08/28/2015. History was available from (B)(6) 2005 (doi (B)(6) 2002) through (B)(6) 2010. On (B)(6) 2006 the device was disabled and the device was never programmed back on. The most recent system diagnostics from (B)(6) 2008 are ok/ok/2/no. Normal mode from (B)(6) 2006 are ok/ok/3/no.

Event description:
It was discovered on (B)(6) 2015 that the patient was in the office on (B)(6) 2006 and that his device was evaluated and it checked out ok. He also reported an increase in seizures. Recent device diagnostics indicate that the system is operating correctly. The physician does not know the cause of the increase in seizures, but increased the output current to adjust for patient accommodation to therapy.